Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the rts have been unable to manage the amount of rainout collecting in the circuit. Have turned the temp down from 33 to 31 and it is no better. While speaking with her on the phone, it was determined the heater wire is not functional. It is plugged in but not lighting up the indicator on neptune. A new circuit was installed and the humidity gradient is now operational." No patient injury or consequence reported.